Manufacturer narrative:
There was a cracking sound when the abutment was tightened. The product inspection revealed no damage to the implant, the apical part of the abutment and the abutment screw. No product problem. Probably the crown made the cracking sound and was damaged by the user.

Event description:
There was a cracking sound when the abutment was tightened.